Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that after use of the qcpr meter on a patient, there was a 2-3 mm round hole through the skin which was bleeding. The customer described it as minor skin damage with a tear in the skin. The care of the patient was transferred from ambulance personnel to hospital personnel and no other patient information was available.